Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was patient reported they were told in july/august by their rep that their leads would need to be replaced due to impedances being wrong. Additional information was received from the patient. The patient reiterated that the impedances were not correct in the (B)(6) 2024 and the stimulator was turned off and it was suggested the leads be replaced. This is scheduled to be done on (B)(6) 2025.

Event description:
On (B)(6) 2025 the rep reported the leads were replaced, which resolved the issue. However, on (B)(6) 2025, the rep met with the pt for their post-op follow up appointment and tested impedances again and high impedances were identified. The rep performed programming and was able to provide adequate coverage of stimulation.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The impedance report on the tablet displayed high impedances. The cause has not been identified. The leads were discarded.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6). Implanted: (B)(6) 2023: product type lead product ID 977a260 serial# (B)(6), implanted: (B)(6) 2023: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances. Electrodes 0,4,5,6,7,8,9,10,11 ,15 are all labeled as avoid with varying impedance, greater than 40,000. The pt scheduled the appt due to only getting 30% relief in area of pain and his current programming(hd) was no longer letting him increase intensity. Programming was adjusted to electrodes that are labeled as good (still on hd settings). Physician will check back with patient in the upcoming weeks and decided any further action needed if necessary. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.